Event description:
The customer's mother stated that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 800 mg/dl. The customer's mother stated that prior to the event the insulin pump alarmed. No delivery several times. The customer's mother also stated that the batteries have not been lasting very long in the insulin pump. The insulin pump was not available to perform troubleshooting at the time of the phone call, so the customer's mother was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.